Manufacturer narrative:
A partial lead with the connector pin measuring 12.5cm was returned for analysis. External insulation abrasion was noted at 11.1-11.2cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented for a generator change, the rv lead was electively extracted in suspicion of insulation abrasion. No electrical anomalies were detected. The patient is doing well and will continue to be monitored.